Event description:
Excessive bleeding during procedure, 1200 ml. Filled vacuum canister housed inside mammotome machine, which can't be visualized easily. The patient became nauseated, lethargic, and diaphoretic. Blood pressure dropped, procedure aborted and patient taken to ed in same the building. Pt. Given intravenous fluids and potassium and was discharged home later that night in stable condition.